Event description:
In 2006, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was reverting to the set up mode. The medical affairs specialist (mas) listened to the recorded call to lfs to obtain additional information included below: the patient takes the following oral medications on a regular basis: glucotrol 5 mg twice a day, glucophage 2 pills twice a day, and a lopid 600 mg twice a day. She tested 3 to 6 times a day with her meter until she replaced the meter battery one month ago and was unable to obtain a meter reading. She said she stopped using the meter, but continued to take her daily oral medications. She has a scheduled doctor's appointment 3 days later; she said her doctor will not be pleased that she has not tested her blood glucose. During the time that she did not test with the meter, she felt lightheaded and had frequent urination. She said she knew the symptoms were associated with her blood glucose level. She continued to take her daily medications and did not contact her doctor. A pharmacist advised her to contacte lfs regarding the meter. The customer care advocate (cca) walked the patient through the meter set up procedure, and resolved the issue. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a meter reading. She experienced symptoms that suggested hyperglycemia. She continued taking her daily oral diabetes medication and did not contact her physician.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.